Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor was missing the needle. It was reported that the customer's blood glucose level was 120mg/d. It was reported that the customer was able to successfully insert a new sensor. The faulty sensor is being replaced and returned.